Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
A device report from synthes (B)(4) indicated a hospital in the (B)(6) reported: patient was implanted with proximal humeral locking plate on an unknown date. The plate broke on an unknown date at the level of the second hole in the shaft. Plate was removed on an unknown date.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The failure of the investigated proximal humerus plate was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces, the conclusion is that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.